Event description:
A 9 y.o. Male with a history of mixed nicm(nonischemic cardiomyopathy)/icm(ischemic cardiomyopathy) with an ef(ejection fraction) of 10-15%, s/p crt-d(cardiac resynchronization therapy with defibrillation) (B)(6), cardiogenic shock requiring inotropes (dobutamine), s/p hm iii lvad placement (B)(6) 2020 with right ventricular assist device (removed (B)(6) 2020), rv failure, cad, titan mutation c8989+1g>a, lv(left ventricle) thrombus, nsvt(non-sustained ventricular tachycardia), dm ii, osa (obstructive sleep apnea), anemia, htn, and ckd. Found to have an extrinsic outflow graft obstruction by CT. Was admitted (B)(6) for elective lvad outflow graft obstruction release with dr. (B)(6) on (B)(6). Surgery was a success with a moderate/severe amount of proteinous material was evacuated from around the bend relief resulting in improved lv decompression at lower lv speeds. Now discharged home.